Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) leads exhibited failure to capture. It was later confirmed via fluoroscopy that both rv leads were dislodged. Both the rv leads were explanted and replaced. The patient remained stable throughout the procedure.